Manufacturer narrative:
The product was not returned for investigation. The root cause of bleeding was determined to be patient condition because the patient was already experiencing multiple organ failure due to circulatory failure, liver function was in the four digits, and coagulation abnormalities were present.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient implanted with an impella cp experienced bleeding within the iliopsoas muscle. The pump was removed and a transcatheter arterial embolization was performed on the lumbar and iliac arteries. The patient survived.